Event description:
It was reported that during implant a right ventricular (rv) lead was attempted and not used due to low r waves. This occurred at multiple sites. R waves before helix deployment were acceptable, however after deploying the helix and waiting several minutes the r waves were still low in true bipolar. The physician initially thought there was an issue with the lead, so another lead was requested. After the second lead was used with similar results, it was believed that the undersensing was related to infarcted tissue, as the patient was known to have a previous myocardial infarction. The second lead was able to be placed successfully on the septal wall and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed, and no anomalies were found. (B)(4).